Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was getting during setup at the user facility. There was no patient involvement reported with this event.

Event description:
It was reported that the device was getting during setup at the user facility. There was no patient involvement reported with this event.